Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A journal article was received entitled, lower extremity bypass graft occlusion after intramedullary fixation of intertrochanteric hip fracture on a fracture table (2011 may; 34 (5) :395). Authors: wiltfong r.e., taylor b.c., steensen r.n. The article reports: previously a (B)(6) woman underwent femoral to anterior tibial artery bypass grafting with competitors graft. Patient then presented with an ipsilateral intertrochanteric hip fracture after a mechanical fall underwent internal fixation with an intramedullary nail using a fracture table. The patient developed limb-threatening ischemia in her leg due to graft thrombosis during the immediate postoperative period. It was reported the patient underwent a successful thrombectomy and embolectomy. Over the course of weeks, the patient developed non-healing ulcers to this extremity which required surgical debridement. Patient underwent a below-the-knee amputation following gangrene. A copy of the article will be included in this report. This report is for a nail. It is unknown if the implanted hardware was synthes product. This is 1 of 2 reports for the same event, complaint #(B)(4).